Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain/right side pain"), genital haemorrhage ("abnormal bleeding / abnormal bleeding (general)"), kidney infection ("infection (other) describe: kidney infections") and autoimmune thyroiditis ("hashimoto's disease") in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypothyroidism. Concurrent conditions included headache, cramp in lower abdomen, postpartum state, anxiety, hair loss, fatigue, lymphadenopathy inguinal, vaginal discharge, overweight, acne, depression, hypotension, mastodynia and malaise. Concomitant products included butalbital;caffeine;paracetamol (fioricet), doxycycline monohydrate (doxylin), drospirenone + ethinylestradiol + methyltetrahydrofolic acid-ca (beyaz), montelukast sodium (singulair) and norethisterone (ortho micronor-28). In july 2010, the patient had essure inserted. In july 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced kidney infection (seriousness criterion medically significant), autoimmune thyroiditis (seriousness criterion medically significant), abdominal pain ("abdominal pain"), premature menopause ("hormonal changes describe: early menopause"), fibromyalgia ("fibromyalgia"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and nausea ("nausea"). The patient was treated with antibiotics, progesterone and surgery (essure removal: salpingectomy (left), oophorectomy and w/removal of adnexal structure on (B)(6) 2012). Essure was removed. At the time of the report, the pelvic pain, abdominal pain and fibromyalgia outcome was unknown and the genital haemorrhage, kidney infection, autoimmune thyroiditis, premature menopause, bladder disorder, urinary tract disorder and nausea had not resolved. The reporter considered abdominal pain, autoimmune thyroiditis, bladder disorder, fibromyalgia, genital haemorrhage, kidney infection, nausea, pelvic pain, premature menopause and urinary tract disorder to be related to essure. The reporter commented: she had medications prometheus and armor thyroid from 2013 to present. 3 coils visualized. Opposite os located, essure device inserted arid deployed without incident. 2 coils visualized. Essure confirmation test : 2010, hsg result: other (please describe) left side wasn't properly scarred, so still a chance for pregnancy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on an unknown date: results: left side wasn¿t properly scarred; in 2010: left side wasn't properly scarred, so still a chance for pregnancy. Diagnostic results: on (B)(6) 2012, the ovary was cystic in nature otherwise normal. The uterus was also found to be, no external abnormalities seen. Both fallopian tubes were normal and the right ovary was also found to be normal. Most recent follow-up information incorporated above includes: on 18-dec-2018: plaintiff fact sheet received. Events added from pfs- hormonal changes describe: early menopause, infection (other) describe: kidney infections, autoimmune disorder type of disorder: fibromyalgia, hashimoto's disease, bladder or urinary problems or changes, nausea and right side pain. Treatment drug and date of removal were added. Patient's aka name added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent procedure to remove essure). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage and abdominal pain outcome was unknown. The reporter considered abdominal pain, genital haemorrhage and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: left side wasn't properly scarred. Most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet received: patient demographic details and event (abnormal bleeding) were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). The patient was treated with surgery (underwent procedure to remove essure). Essure was removed. At the time of the report, the pelvic pain and abdominal pain outcome was unknown. The reporter considered abdominal pain and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.